Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found that the pulse generator was in backup vvi mode due to memory corruption. After a device software download, normal function ensued. The cause of the memory corruption could not be determined.

Event description:
It was reported that the asymptomatic patient presented in the clinic for a routine follow up. Upon interrogation, the pulse generator exhibited backup vvi operation. When attempting to perform a software download, the programmer indicated that telemetry with the device was lost. The device was explanted and replaced on (B)(6) 2015. No patient symptoms were reported.